Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the pk dissecting forceps instrument tips were noted to not articulate. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one yaw pulley was missing a .260 x .060 piece opposite the conductor wire, allowing the grip to move within the pulley and have a larger range of motion in the yaw. It was unclear how the piece of the yaw pulley broke. The one conductor wire was broken at the yaw pulley exit, on the side opposite the yaw pulley breakage. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.